Manufacturer narrative:
Correction: this event was initially reported under manufacturer report numbers: 3003306248-2024-07199, 3003306248-2024-07198, 3003306248-2024-07197, 3003306248-2024-07196, 3003306248-2024-07195. Section a1-a4: there was no patient involved section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that two centrimag and two pedivas blood pumps had some issue in being locked in the motor house. The blood pumps were pulled out and repositioned in the motor housing. The perfusionist had to apply much more force to rotate the blood pump in place and be able to fix it with the screw. The blood pump and whole system then worked as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported issue locking the pedivas pump into the motor was unable to be confirmed as the pump was not returned for evaluation, and a specific cause for the reported issue could not be conclusively determined through this evaluation. The pedivas blood pump was not returned for evaluation. The lot number of the pedivas blood pump was not provided. The pedivas blood pump instructions for use (IFU) is currently available. The IFU provides the following warnings and cautions: IFU warning #6: frequent patient and device monitoring is recommended. Do not leave the device unattended while in use. IFU warning #30: back-up components must be available. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #9: ensure the blood pump is properly locked into the centrimag motor per motor IFU. The section titled ¿blood pump setup and operation¿ provides instructions for how to mount the blood pump on the motor. The following instructions are provided: to mount the blood pump on a centrimag motor with the screw locking feature, remove the blood pump from the inner tray and place the blood pump into the motor receptacle (the blood pump will drop into place in one of three orientations). Rotate the blood pump counterclockwise until it stops. To secure the blood pump in place, thread and turn the screw clockwise until it stops. Confirm that the retaining screw is visible in one of the notches on the side of the blood pump. If the retaining screw is not visible in a notch, loosen the retaining screw. Lift the blood pump from the receptacle by grasping the body and lifting it straight up and away from the motor, and then remount it. If the blood pump is not properly seated in the motor an alarm ¿pump not inserted¿ may be displayed on the centrimag console display. The section titled ¿emergency back-up equipment¿ states that a sterile back-up blood pump circuit and priming accessories must be available. The current revisions of the IFU can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.